Event description:
A site reported that a pt sustained an esophageal tear from the transesophageal echocardiography (tee) probe during an exam. The pt reportedly underwent surgery for the tear. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.